Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. There was no allegation of a cracked battery compartment. Please disregard the previous allegation of a cracked battery compartment.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose greater than 500mg/dl, with polydipsia, and polyuria, associated with an alleged intermittent power issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the battery compartment was cracked, the yellow o-ring was visible, the battery cap was unable to tighten to the pump, and there was intermittent power. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an intermittent power issue.